Event description:
It was reported that on (B)(6) 2023 the surgeon will be removing an unknown synthes femoral nail on (B)(6) 23, for an unknown reason. The distal interlocking screws is broken. The surgery was completed successfully. The patient status/ outcome was stable. This report is for one (1) (B)(4). This is report 1 of 1 for complaint unk - screws: nail distal locking.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4: this report is for one (1) unk - screws: nail distal locking, part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.